Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-06, software version: 5.1.2 h3, h6) a software analysis was performed for this event. In summary, a software issue was identified. The system exited unexpectedly during recovery after being unresponsive on the acquisition screen. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that a message displaying "the image has been automatically rotated, please check your orientation" appeared. This was after taking ap and oblique images. The manufacturer representative was then forced to retake the images. The system then froze and required a soft restart. The representative then had to begin the case from the beginning with a new kit code, new navigation code, and a surgical arm set up while it was mounted to the bed. There was no patient harm and the procedure was delayed less than one hour.